Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: customer complained no vacuum in tube. Customer complaint no vacuum tube during blood draw. Customer did not want to provide information as to whether they were using closed collection (terumo) or needle and syringe collection.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: customer complained no vacuum in tube. Customer complaint no vacuum tube during blood draw. Customer did not want to provide information as to whether they were using closed collection (terumo) or needle and syringe collection.